Event description:
The customer reported that vasoseal was used on 5/28 following a diagnostic catheterization procedure. Pt returned to hosp 6/3 with complaints of pain at groin site. Ultrasound revealed 2.5 x 2.8 cm pseudoaneurysm. Pt went to surgery for repair of pseudoaneurysm.